Event description:
Additional information received from patient's family indicated that patient experienced soreness and redness at implantable neurostimulator (ins) site. The event occurred following a fall. Patient fell a lot and had condition called drop foot. Patient stumbled even though he used a walker. It was also reported that when patient fell, he fell backward. Patient has appointment with healthcare provider on (B)(6) 2016.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. The patient reported an error code 505 on the patient programmer (pp). The caller stated the patient fell maybe three or four days ago ((B)(6) 2016) and they complained about it hurting, it was kind of red or bruised and kind of yellow on the incision site. The caller then stated they were seeing the 505 error code. The patient was to follow up with their healthcare provider (hcp). Additional information has been requested regarding interventions and patient outcome, but it was not available at the time of this report. If additional information is received, a follow-up reportwill be submitted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the interventions taken to resolve the reported issue were ice and rest; no results were reported.